Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they had had many adjustments of their stimulator and had tried everything they could do and were still not getting results. The patient mentioned that they were not getting results like they should be and that they were dissatisfied with the device. The patient noted that the trial was amazing but that they could not seem to get back on the same page as that. The agent documented the reported information. Additional information from the patient indciated that the device did not help with lower back pain. They stated that the device has to be charged every 24-36 hours, and is very inconvenient. The patient is considering having the device removed soon, as they are not satisfied with it. They stated that nothing has helped. They have had more shots.